Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during a operation, ceramic fragments dropped into the patient's body. The issue was caused during the operation when inserting this product through the first trocar. Most of the fragments where removed. Components in use listed as concomitant devices are: pm438r / jaw ins.bip.maryland diss.fen.5/310 mm. Pm973r / insulated outer tube 5/5 mm 310 mm. Pm450r / handle for bipolar instruments.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the jaw parts. Here we found unknown deposits and light discoloration. Furthermore we found a visibly damaged blue ceramic with a crack. Additionally we found that the jaw is not laterally overlapping. We made a visual inspection of the fragments. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we can not determine where the fragments come from. There is no broken or damaged surface of the instrument for fragments. We assume that the fragments are peek and not ceramic. Additionally we assume a mechanical overload situation as the causal factor for the not overlapping jaw. There is the possibility of torsion or high leverage with the instrument. According to the quality standard, a production error or material defect can be excluded. No CAPA is necessary.